Event description:
Reportedly, during follow up, the ventricular lead impedance curve showed unstable impedance (up to 2.5 kohm). However, during the latest follow up on apr 7, normal measurement was obtained (approx 550 ohm).

Manufacturer narrative:
(B) (4). The analysis is pending.